Manufacturer narrative:
The device history record was unable to be reviewed for this device since the lot number was not provided; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause of the broken grasping part could not be determined, likely factors causing the defect could have been the following: - an excessive force in the direction for opening was applied to the grasping section. This caused the grasping section to detach from the shaft. - since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. - should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the thunderbeat front-actuated grip type s was defective. The grasping part broke off, but was able to be immediately recovered without any delay. The procedure was completed normally. The device was discarded by the facility. There was no reported patient harm or impact due to this event. The issue occurred with three devices from the same package. Please see related patient identifiers: (B)(6).